Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours ultra breast pump had been losing suction over time and today leaked dark fluid from the battery compartment while using it with batteries. Customer reports the fluid stained her couch and clothes but she did not come into contact with the fluid. Customer denies injury or burn.

Manufacturer narrative:
Three phone calls were placed to the customer requesting the product be returned to ameda, inc. For investigation using the pre-paid (B)(6) return label sent to her. To date, the product has not been returned to ameda, inc. For evaluation.